Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a skin reaction that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient's mother stated that the patient developed a raised, red, and itchy reaction in the shape of the sensor patch adhesive, located underneath the adhesive. Patient's mother treats the affected area with over-the-counter diaper rash cream and triamcinolone. Triamcinolone was originally prescribed by the patient's dermatologist on (B)(6) 2015 and re-filled by the patient's pediatrician on (B)(6) 2015. Visits to the dermatologist and pediatrician were both for one day only. No additional event or patient information was provided. The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).